Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of foreign body in bronchial tube in a (B)(6) male patient who received triple salt dental adhesive gel (super poligrip extra care with poliseal) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started triple salt dental adhesive gel. At an unknown time after starting triple salt dental adhesive gel, the patient experienced foreign body lodged in his bronchial tube, product complaint, cough, inspiratory capacity decreased, not breathing appropriately, problem breathing and lung disorder. The patient was hospitalized. The patient was treated with salbutamol sulphate (albuterol) and prednisone. Treatment with triple salt dental adhesive gel was discontinued. At the time of reporting, the events were resolved. The purpose of this contact was to report that super poligrip extra care did not hold the consumer's denture in for even an hour and that he normally uses fixodent successfully, but wanted to try super poligrip. The consumer spontaneously mentioned that he could have died due to getting a walnut stuck in his bronchial tube. The following information was solicited from the consumer and his girlfriend upon further questioning. Consumer reported that on (B)(6) 2011, he used super poligrip. Consumer reported that this was only the first or second time he had used the product as he usually uses fixodent without problems. Consumer reported that he was eating wet nuts (wet walnuts) and that his denture flipped up from the bottom causing the nut to go down the wrong way. Consumer reported that he was not able to call for help as he was coughing and could not get any air. Consumer reported that he could not get the nut up. Consumer reported that his girlfriend called a friend that was a nurse and she told them to relax and they would be able to get it up. Consumer reported that he laid down and when he woke up he was not breathing. Consumer reported that his girlfriend put him in the car and took him to (B)(6) and they were then put in an ambulance and taken to a hospital in (B)(6), where there was an ear nose and throat specialist. Girlfriend of the consumer reported that he was seen by an ear nose throat specialist and they put a scope down his nose and could not find the walnut in his esophagus and at this point he was only breathing at 50 percent. Further described as his air intake was only 50 percent. Girlfriend reported that he was then seen by a lung specialist and they did another scope and determined that the walnut was stuck in his bronchial tube. Girlfriend reported that he then was taken to the operating room and had the walnut removed. It was reported that the consumer was discharged to home on (B)(6) 2011, on the following medications albuterol inhaler 2 puffs every 2 hours, prednisone 10 mg 1 tablet three times a day for three days, then 1 tablet twice a day for 3 days and then 1 tablet daily for 3 days. Consumer is also scheduled for a follow up visit.